Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was fixated and undersensing was observed. Fluoroscopy confirmed the lp had dislodged to the inferior vena cava. The lp was retrieved and the implanted attempt was abandoned. There were no patient consequences.